Event description:
During the laparoscopic appendectomy, the powered vascular stapler failed to fire when the trigger was engaged. The device was removed from the patient and troubleshooting was performed, but the stapler continued to malfunction. A new stapler was obtained and used without issue. No harm occurred to the patient.